Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was pneumonia, brain failure. The caller stated that the customer had diabetes complications, namely, high blood glucose. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. He was only off the insulin pump for only a couple of hours because he fell and did not know that the insulin pump was disconnected. The customer was using sensors and was wearing one at the time of death. The caller stated that the family would like to keep the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.